Manufacturer narrative:
(B)(6). (B)(4), labeled: na. Location : other. Event location other : unknown. (B)(4). Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent spine fusion surgery from vertebrae c5-c6 wherein rhbmp-2/acs was implanted. Post-op, the patient complained of increasing neck pain, head pain, and pain and radiculopathy in her left arm. The patient continued to experience chronic neck pain, with pain radiating to her left shoulder and arm, numbness in her left arm, tingling in her left hand, and head pain. The patient had difficulty in speaking and swallowing, suffered from limited mobility when moving her head to the left, and had difficulty in lifting her left arm. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with following pre-op diagnosis: cervical spondylosis with left c6 radiculopathy. Patient underwent following procedures: left cs-6 anterior cervical discectomy and fusion with peek cage, bone morphogenic protein (bmp) and vitoss; insertion of interbody device cs-6 (peek cage); anterior spinal plating of cs through c6. As per operative notes,¿ with the aid of fluoroscopy, the appropriate size peek cage was chosen. This was then filled with vitoss, saturated bone morphogenetic protein (one small bone morphogenic protein kit was used to saturate 5 ml of vitoss pack. Approximately 1/6th of this was then used to fill the cage). The patient's vertebral bodies and the holes were filled with bone wax.¿ non intra-operative complications were reported.